Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the event.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown compress spindle, catalog #: unknown lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11258, 0001825034-2017-11259. Remains implanted.

Event description:
It was reported that the patient is being considered for a revision surgeon on an unknown date for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: biomet small compress tibial spindle, catalog # cp110352, lot # unk; compress 10mm anchor plug, catalog # rd125010, lot # unk; compress 12mm anchor plug, catalog # rd125012, lot # unk; 24mm transvers pin 6pk, catalog # rd125061, lot # unk; 28mm transvers pin 6pk, catalog # rd125062, lot # unk; 32mm transvers pin 6pk, catalog # rd125063, lot # unk; ligament anchor washer w/screw, catalog # cp160110, lot # unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's tibial component was revised due to pain and patient's bone has failed.